Event description:
It was reported via clinic notes the patient had an increase in seizures and was being referred for a generator replacement. The patient underwent generator replacement surgery. During pre-op for the surgery system diagnostics were performed and found that the vns was functioning properly. The explanted generator has not been received to date. No additional relevant information has been received.